Event description:
It was reported from the cath lab that the ECG monitor displayed artifact readings during an unspecified electrolyte infusion set in the "secondary" mode of delivery. The customer was informed by bd tech support that it is normal for an infusion device to produce non-hazardous currents when infusing electrolytes. These currents vary proportional to the infusion device flow rates. When an ECG monitoring system is not functioning under optimal conditions, these currents might appear as artifact, simulating actual ECG readings. To determine if the ECG abnormalities are caused by the patient's condition or the ECG equipment, place the infusion device on hold. If the ECG reading becomes normal, the ECG equipment requires attention. Proper set-up of the ECG equipment should eliminate the artifact. There have been no adverse effects caused to any patients from the events.

Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Manufacturer narrative:
The reported failure does not constitute a reportable event overall. However, iui corrosion is a reportable condition. Device inspection: the pcu device was received with instrument seal intact. The right male iui was observed to be dull and with small amounts of corrosion. Internal inspection observed no anomalies and overall the device was observed in good condition. All parts inspected are manufactured by bd.

Event description:
It was reported from the cath lab that the ECG monitor displayed artifact readings during an unspecified electrolyte infusion set in the "secondary" mode of delivery. The customer was informed by bd tech support that it is normal for an infusion device to produce non-hazardous currents when infusing electrolytes. These currents vary proportional to the infusion device flow rates. When an ECG monitoring system is not functioning under optimal conditions, these currents might appear as artifact, simulating actual ECG readings. To determine if the ECG abnormalities are caused by the patient's condition or the ECG equipment, place the infusion device on hold. If the ECG reading becomes normal, the ECG equipment requires attention. Proper set-up of the ECG equipment should eliminate the artifact. There have been no adverse effects caused to any patients from the events.